Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced a cerebral vascular event, which was identified following an examination performed on (B)(6) 2016. The following day imaging (x-ray, MRI, CT scan, etc) was performed and resulted in the confirmation that the electrodes were in position and there was no evidence of major structural damage. The etiology was not related to the device/therapy, but related to the implant procedure. The signs/symptoms of the event included a neurological deficit in the patient's left hip after the implantable neurostimulator (ins) as implanted. The event resulted in a permanent impairment of a body structure or function. It was stated that the actions/interventions included an in-patient hospitalization and an urgent care visit. The event was noted to be resolved with sequelae that included a motor deficit on the left.